Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The patient history buffer (phb) data indicated that the pod had adapted in insulin delivery and had functioned as intended in delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room with hyperglycemia. The patient's blood glucose levels reached above 300 mg/dl while wearing the pod between 1 and 4 hours. While the pod was removed, the cannula was found to have a small bend in it. The patient was treated with fentanyl, insulin, nitroglycerin and sodium chloride (nacl) boluses but the route of these medications were not specified. The patient was discharged from the hospital emergency room the same day.